Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the sherlock sensor won't calibrate, magnet errors are displayed, the pwaves are not displaying correctly, and PICC confirmation via crx showed PICC had flipped and was malpositioned.